Manufacturer narrative:
Block a2: the patient's date of birth is unknown. This information was not available from the facility. Block b6: patient information regarding relevant tests/laboratory data is unknown. This information was not available from the facility. Blocks h3/h6: the angiosculpt device was not returned by the facility, thus no product investigation was performed. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
The angiosculpt device was used for a therapeutic coronary procedure in a severely calcified rca. During use, the balloon was inflated to 14 atm, and after several inflations, the balloon was unable to deflate, despite multiple standard techniques (negative pressure, alternate inflators, saline inflation). An attempt was made to puncture the needle intravascularly, but ultimately, the shaft was cut, and a guideliner was advanced over the shaft. Rotaglide was injected for lubrication, and the catheter was successfully removed via guideliner-assisted extraction without loss of wire position. The procedure was competed with no patient injury reported. This adverse event and product problem is being submitted due to balloon unable to deflate, requiring intervention.

Manufacturer narrative:
Block h3: the angiosculpt catheter was returned in two pieces, which aligns with the reported complaint that the shaft was intentionally cut (between strain relief and proximal shaft). Additionally, the balloon and scoring element were missing and not returned. Visual inspection found a damaged/stretched shaft, and separated core wire; exposing sharp edges but remained intact to the device. No functional testing was performed due to the nature of the returned device. Block h6: the root cause of the deflation issue could not be determined since the balloon was missing; therefore, the cause could not be established. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.